Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead; 5076-52 lead, implanted: (B)(6) 2011; prodocut ID: 638rl34 heart ring, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate high voltage therapy delivered for atrial fibrillation with rapid ventricular response, which the cardiac resynchronization therapy defibrillator (crt-d) detected as ventricular fibrillation. The crt-d remains in use. No further patient complications have been reported as a result of this.